Event description:
At a gamma3 operation, when the nurse opened the sterile bag of the product she found a hole on the sterile bag. The surgeon used other products and finalized the operation without a problem. The nurse complained about the way the device was packaged.

Manufacturer narrative:
Na